Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "loosening or migration of the implant." The following could not be completed with the limited information provided. Patient date of birth ¿ ni, patient weight ¿ ni, expiration date ¿ ni, date implanted ¿ ni, manufacture date ¿ ni.

Event description:
It was reported the patient underwent a revision approximately six months after implantation due to loosening.